Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The device currently had saline. The indication for use was spinal pain. It was reported that the patient had an inflammatory mass. The event date was unknown. It was unknown if any imaging study or recent escalation in dose increases were performed. It was unknown if the patient experienced any inflammatory mass related symptoms. The reporter believed they were just going to revise the catheter and place it lower.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.